Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216 error, electrical contact corrosion, image capture flooding, cable flooding, and electrical contact dents a root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: image defects due to flooding of the image capture and cable, error 216 due to a communication failure caused by a cable image capture failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue was identified during a therapeutic unspecified procedure. The procedure was completed with a similar device

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's image did not appear. There were no reports of patient harm.